Event description:
It was reported that while inserting a cage (l4/5) with the correct inserter, it broke in the middle of the cage. The cage was about half way in when the surgeon tried to slightly rotate the cage to obtain better alignment. When the next x-ray was taken, it was noticed that the cage had fractured down the middle. The cage was left in as is. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: product history review, complaint history review, labelling review, risk assessment. Result: the reported event of was confirmed via correspondence. The cage fractured at l4/l5 when rotational force was applied. Manufacturing history review was performed on the reported lot# no manufacturing related issue was found. The device was not returned for evaluation as it remains implanted. Conclusion: the root cause of the reported cage fracture is the applied rotational overload which deviates from the surgical technique.

Event description:
It was reported that while inserting a cage (l4/5) with the correct inserter, it broke in the middle of the cage. The cage was about half way in when the surgeon tried to slightly rotate the cage to obtain better alignment. When the next x-ray was taken, it was noticed that the cage had fractured down the middle. The cage was left in as is. There are no reports of adverse consequences to the patient.